Event description:
Implant didn't achieve osseointegration. Primary stability was achieved. Implant was completely covered with bone. No thread tap used, diabetes mellitus, smoker, inadequate bone quality/quantity, mobility.